Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low troponin t hs result for one patient sample. The initial result was 9.08 ng/l and was reported outside of the laboratory. After a physician complained, the sample was repeated with a result of >10000 which was believed to be correct. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided. Preventive maintenance and performance testing were completed.

Manufacturer narrative:
The reagent lot number was 30565200.

Manufacturer narrative:
Calibration and qc results were acceptable. The roche service representative checked the instrument and verified that the instrument is performing within specifications. Only one sample result was affected. A definitive root cause could not be determined. Customer has not reported any further issues.